Manufacturer narrative:
Technical support (ts) is working with the customer to resolve the reported issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) displayed a network service disconnect error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a network service disconnet error message. Technical support (ts) is working with the customer to resolve the reported issue. There was no patient injury reported. Investigation summary: the returned cns had its hard drives replaced as nk repair center identified their age. No further issues of the error message have been reported. The root cause of the error message is likely related to the customer network environment as nk tech support recommended checking the customer's network switch. As the issue could not be duplicated, it is unlikely that the issue was caused by a product malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have none of that information. B6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have none of that information. B7 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have none of that information. D10 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I have none of that information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # (B)(4). Follow up 001.

Event description:
The customer reported that the central nurse's station (cns) displayed a network service disconnet error message. There was no patient injury reported.